Event description:
It was reported that during a tfn procedure on (B)(6) 2013, surgeon was attempting to insert a 95mm cannulated helical blade into a short tfn. The blade would not pass through the hole of the nail. After several attempts the blade kept hitting the bottom of the hole. It is reported that surgeon made several attempts and checked all steps in the process, but nothing seemed to work. Finally, surgeon decided to switch and use an 11x320mm 130 degree nail and a 100mm helical blade. Surgeon restarted the procedure following standard technique. An additional 20 minutes was added to the surgery. Everything went as planned and surgery was completed. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device was used as treatment and not diagnosis. Part was received intact with the following exception: there is a ding in edge of one of the flute cutting tips approximately 2.5mm wide by 1.5mm deep. This damage is typically caused by misalignment during insertion into the nail and is not a manufacturing defect. The part is intact and conforms to all manufacturing dimension specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative:subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.(B)(4): placeholder.